Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the black reload to perform failure analysis. No failure analysis results were available at the time of this report. A system log review was conducted for the sureform stapler 45. The stapler was installed on the system six times and fired six reloads in the following order: two black, one white, and three green. For each installation, the initial clamp was successful, and all firings were completed without any pauses for compression. After these uses, the instrument was removed and not utilized further during the procedure. No stapler-related errors were identified in the log data reviewed. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted trans-hiatal esophagectomy, a sureform stapler with a black reload misfired, resulting in tissue bunching and incomplete staple formation, with staples failing to penetrate the tissue. The instrument had been inspected prior to use, and no abnormalities were noted. The black reload was selected based on the target tissue thickness. The issue was observed midway through the third or fourth firing sequence, when most of the staples appeared to form a ¿b¿ shape. No error messages were displayed; there were no obstructions, no buttress material was used, the stapler was not fired over an existing staple line, and no clamping issues were identified. A new staple line was subsequently created to address the problem. No bleeding occurred, and the procedure was completed robotically after a delay of less than 15 minutes.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a black sureform 45 reload and a sureform 45 stapler instrument for failure analysis evaluation. The black sureform 45 reload was found to have lodged staples wedged in between the reload in front of an exposed knife. A visual inspection confirms there were three lodged staples ahead of the blade stopping point, which can prevent the blade from progressing through the full firing trajectory. The stapler reload was found to have the knife exposed within the knife track. A log review confirmed the stapler reload was not involved in a firing failure. The knife was exposed towards the distal end of the returned stapler reload. The stapler reload was found to have cartridge damage at the site of the exposed blade. The stapler reload cover was removed, and the shuttle was fully deployed. The stapler reload blade was found to have mechanical indentations. The sureform 45 stapler was evaluated. The visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using two black sureform 45 reloads. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and formed correctly. The review of the data logs was unable to verify any firing failures. The instrument was fully functional. Corrected data: a system log review was performed. The logs show a sureform 45 stapler instrument (part #480445-06, lot #k11250401-0188) was installed on the system 7 times and fired 6 sureform 45 reloads (1 white, 3 green, 2 black, in that order). On all installs excluding the 3rd, the first clamp was successful. On installs 1, 2, 4, 6, and 7, the firings were each completed with no pauses for compression. On install 5, the firing was completed with 1 pause for compression. On install 3, a green reload was installed, however no clamping or firing was attempted. After the 7th install, the instrument was removed and not used in the procedure again. There were no stapler-related errors in the data logs.